Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v915103, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect and no stimulation sensation. The patient believed their implantable neurostimulator (ins) was turning itself off. It was noted there was a loss of bladder control that started 2 to 2.5 months ago. The patient started to notice it more the last two weeks while they had been on a cruise ship. Patient did not think they had tried to make any adjustments but they had checked the status at times to find out why they were having a return of symptoms. When the patient turned stimulation on they got a strong jolt or shocking sensation from their anus to their vaginal area. Patient was on program 4 at 2.8 volts during report. It was noted when the patient checked their device they pressed the power button and synchronize key. It was also noted the patient had longer nails so it was possible they were hitting the stimulation off button as well. Patient had an appointment with their health care provider (hcp) at the end of october but did not mention this. Patient stated they would "wait and give this another month or so and monitor it when pressing keys." Follow up reported the patient received assistance on the phone and their concerns were resolved.